Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by a connection issue. The field service engineer reseated the row board connection on the drawer controller board to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, it had a drawer failure, which was not detected on the bus. The customer reported able to get medications from another station and there was a delay in patient workflow. There were no adverse events or injuries reported based on this event.